Event description:
The physician attempted to deploy a 3.00 x 22 mm resolute integrity rx drug eluting stent. The target lesion was severely calcified and tortuous. The device was removed from its packaging with no issues noted. There were no abnormalities reported after inspection of the device prior to use. Resistance was noted when advancing the device and excessive force was used in the attempt to deliver the device. Difficulties were encountered positioning the device across the target lesion. The balloon was partially inflated. It was reported that ¿hem¿ was noted in the balloon during the attempt to deploy the stent and it was suspected that the balloon may have burst. The device was removed - resistance was also encountered withdrawing the device and force was used to remove. Another resolute integrity stent was used with great results. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. The first proximal and distal stent segments were expanded. Negative purge confirmed the presence of a leak. On pressurization of the device a leak was detected on the outside of a proximal pillow balloon fold over the distal end of the inner shaft proximal marker. A small tear with lead-in scratches on proximal side was visible on the pillow fold.

Manufacturer narrative:
Evaluation results: failure to follow instructions (force applied when resistance was encountered). Inherent risk of procedure (balloon rupture). Patient¿s condition affected effectiveness of device (patient lesion morphology ¿ severely calcified lesion). Deformation problem. Evaluation conclusion: failure to follow instructions (force applied when resistance was encountered). Known inherent risk of a procedure (balloon rupture). Device failure related to patient condition (patient lesion morphology ¿ severely calcified lesion). (B)(4).